Event description:
The customer reported the rad-g has inconsistent readings and the screen went black, and the values were lower than expected when they reappeared. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted. Device not returned.